Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that while walking away from a power tool they felt a shock "right where my device is." Follow up determined that there was no intervention done. The device remains in use and no further patient complications have been reported as a result of this event.